Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown; as no further detail was provided, this report is assessed as a report of peritonitis. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the suspected peritonitis with an unreported medication with an unspecified loading dose, treatment was ongoing. At the time of this report the treatment was ongoing. On an unreported date, the suspected peritonitis was resolved, the patient was recovered, and the patient was discharged from the hospital on the same day. The action taken with dianeal therapies was not reported. No additional information is available.